Event description:
Unomedical reference number (B)(4) event occurred in spain it was reported that the patient faced an event of occlusion that led to blockage or prevention of flow of insulin. The patient was alerted by insulin flow blocked alarm. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: (B)(6)